Manufacturer narrative:
No further information was able to be obtained from the field. As no further information is expected, this investigation is complete. If further information is able to be obtained this report will be updated at that time.

Event description:
It was reported that this device was found to be in safety mode due to recording 3 codes. Device explant was recommended. No adverse patient effects were reported.